Event description:
It was reported that during a procedure, the device looks like they pulled out and some misfired. The misfires happened after t1 was deployed and they tried deploying t2. Once they advanced the grey knob for t2, the needle that advances t2 fired, however t2 did not go with it. Backup device was available to complete the procedure. No delay and no patient injuries were reported.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, will not be returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: bending of the delivery needle during deployment. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution